Event description:
Elegance study. It was reported that dissection occurred and additional intervention was required. The subject underwent treatment with the eluvia drug eluting stent on (B)(6) 2021 as a part of the elegance clinical trial. The first target lesion was in the right distal superficial femoral artery (sfa) extending to right proximal popliteal artery (ppa) with proximal reference vessel diameter of 5.5 mm and distal reference vessel diameter of 5.5 mm with lesion length of 100 mm and 100% stenosis and was classified as tasc ii b lesion. Prior to target lesion treatment, balloon dilation was performed with 5 mmx 100 mm sterling pta balloon. Treatment of target lesion was performed by placement of study device, eluvia drug-eluting stent of 6.0 mm x 120 mm. Post target lesion treatment, post dilation was performed with 6 mmx 200 mm mustang pta balloon and 6 mm x 40 mm non-boston scientific pta balloon. Following treatment, the final residual stenosis was noted to be 5% the second target lesion was in the right proximal superficial femoral artery (sfa) extending to right mid sfa with proximal reference vessel diameter of 5.5 mm and distal reference vessel diameter of 5.5 mm with lesion length of 80 mm and 90% stenosis and was classified as tasc ii b lesion. Prior to target lesion treatment, balloon dilation was performed with 6 mmx 200 mm mustang pta balloon. Treatment of target lesion was performed by placement of study device; eluvia drug-eluting stent of 6.0 mm x 100 mm. Post target lesion treatment, post dilation was performed with 6 mm x 40 mm non-boston scientific pta balloon. Following treatment, the final residual stenosis was noted to be 5%. On (B)(6) 2021, on the same day of index procedure, during treatment of the first target lesion and the second target lesion, dissection of grade b was noted. Dissection noted in the first target lesion was caused by the 5 mm x 100 mm sterling balloon. In response to the event, balloon dilation was performed, and a bailout stent was implanted. Post treatment final residual stenosis was noted to be 5%. The complication was resolved, and the subject was discharged from the hospital on aspirin.

Manufacturer narrative:
Patient identifier: (B)(6).

Manufacturer narrative:
A1: patient identifier: (B)(6).

Event description:
Elegance study it was reported that dissection occurred and additional intervention was required. The subject underwent treatment with the eluvia drug eluting stent on (B)(6) 2021 as a part of the elegance clinical trial. The first target lesion was in the right distal superficial femoral artery (sfa) extending to right proximal popliteal artery (ppa) with proximal reference vessel diameter of 5.5 mm and distal reference vessel diameter of 5.5 mm with lesion length of 100 mm and 100% stenosis and was classified as tasc ii b lesion. Prior to target lesion treatment, balloon dilation was performed with 5 mmx 100 mm sterling pta balloon. Treatment of target lesion was performed by placement of study device, eluvia drug-eluting stent of 6.0 mm x 120 mm. Post target lesion treatment, post dilation was performed with 6 mmx 200 mm mustang pta balloon and 6 mm x 40 mm non-boston scientific pta balloon. Following treatment, the final residual stenosis was noted to be 5% the second target lesion was in the right proximal superficial femoral artery (sfa) extending to right mid sfa with proximal reference vessel diameter of 5.5 mm and distal reference vessel diameter of 5.5 mm with lesion length of 80 mm and 90% stenosis and was classified as tasc ii b lesion. Prior to target lesion treatment, balloon dilation was performed with 6 mmx 200 mm mustang pta balloon. Treatment of target lesion was performed by placement of study device; eluvia drug-eluting stent of 6.0 mm x 100 mm. Post target lesion treatment, post dilation was performed with 6 mm x 40 mm non-boston scientific pta balloon. Following treatment, the final residual stenosis was noted to be 5%. On (B)(6) 2021, on the same day of index procedure, during treatment of the first target lesion and the second target lesion, dissection of grade b was noted. Dissection noted in the first target lesion was caused by the 5 mm x 100 mm sterling balloon. In response to the event, balloon dilation was performed, and a bailout stent was implanted. Post treatment final residual stenosis was noted to be 5%. The complication was resolved, and the subject was discharged from the hospital on aspirin. It was further reported that the dissections in the first and the second target lesion were caused by 5 mm x 100 mm sterling balloon. It is unknown whether the dissections were caused by the same sterling balloon.